Event description:
It was reported that after implanting the implantable cardioverter defibrillator (ICD) that battery exhibited excessive battery depletion. On (B)(6) 2025, the physician elected to explant and replace the ICD. The patient was stable following the procedure.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device voltage was above elective replacement (eri) level upon receipt. Analysis of the device image indicated signs of premature battery depletion. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that the implantable cardioverter defibrillator (ICD) was explanted on (B)(6) 2025.

Manufacturer narrative:
Correction: updated b5 and d6b to indicate explant date as (B)(6) 2025. It was previously reported as (B)(6) 2025.

Manufacturer narrative:
Correction - section g3: awareness date for initial report should have been 6 aug 2025, rather than 5 aug 2025. Correction - section d6b: explant date is (B)(6) 2025, not (B)(6) 2025.